Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7072423.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate pain relief. The explanted device components were kept by the medical facility.